Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for chronic low impedance on the right ventricular (rv) lead. Oversensing was also noted on some ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.